Event description:
Reporter alleged obtaining discrepant blood glucose values of 22 mg/dl back to back with a result of 98 mg/dl when testing was performed one test immediately after the other on the advantage system. Reporter stated he was not experiencing any hypoglycemic symptoms during the time of the testing. No actions were taken nor was there any inaction based upon the results obtained. A request was made for the return of the suspect device and replacement product was sent.